Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. The patient rep reported that the patient had an appointment tomorrow at 11am at healthcare provider (hcp) office. The patient rep mentioned that the hcp requested a medtronic representative be present at the appointment "with a new pump". Agent understood this as the handset. The patient rep stated "the thing was throwing all the codes" 518, 338, and 156 "it's messing up". The patient rep added "the pump was shooting to much" of fentanyl giving the patient extra 2-3 hours of bolus.